Manufacturer narrative:
A review of the lot history record and accompanying lot release report identified no quality issues related to the device performance. A benchtop investigation could not occur because the imp-fx-12 device remains implanted in the patient. Based on the information received thus far, no root cause can definitively be attributed to the device malfunction - failure to fully expand to 12 mm. The device was deployed as intended and the patient is in stable condition and was discharged on (B)(6) 2024 after the 2nd follow-up consultation. The surgeon will continue to observe the patient for approximately 2 months. A supplemental report will be filed should additional information be received from the complainant. Shape memory medical inc. Complaint reference number: (B)(4).

Event description:
On (B)(6) 2024 at (B)(6) hospital, a patient was undergoing a balloon-occluded retrograde transvenous obliteration (brto) procedure and an imp-fx-12 device was placed in the hepatic vein by an internal jugular vein approach. The vascular diameter was from 7 mm to 11 mm and the embolization at the 7mm point was expected and placed without problems. On (B)(6) 2024, the patient's condition was checked with a computed tomography (CT) scan which showed that the placed imp-fx-12 device did not expand to 12 mm and did not fit the vessel. There was space between the vessel and the imp-fx-12 device. No migrations and health damage to the patient were reported on (B)(6) 2024. Another follow-up with the patient was conducted on (B)(6) 2024 and it was found that the target area had not fully embolized. The patient was discharged with no health damage and in stable condition. The surgeon will continue to observe the patient for approximately 2 months.